Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk pci states the following: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported a 5.5 for the support of a mitraclip patient. The 5.5 failed to deliver as it kinked. The pump was removed and replaced by a 2nd 5.5 pump.

Manufacturer narrative:
The investigation of product damage (cannula kink) and delivery issues has been completed. Per returned product investigation, product damage (catheter kink) was added as a failure mode. Delivery issues: clinical reported pump became kinked during insertion into the vessel as a result of the advancement and rotation during the process. The pump was removed and replaced. The product was returned for investigation and kinks were observed in the cannula and catheter. The cause of the delivery issues is not determined due to insufficient clinical details. Product damage (cannula kink): clinical reported pump became kinked during insertion into the vessel as a result of the advancement and rotation during the process. The pump was removed and replaced. The product was returned for investigation and a kink was observed in the cannula near the inlet cage. The cause of the cannula kink is not determined due to insufficient clinical details. Product damage (catheter kink): clinical reported pump became kinked during insertion into the vessel as a result of the advancement and rotation during the process. The pump was removed and replaced. The product was returned for investigation and a kink was observed in the catheter near the pump. The cause of the catheter kink is not determined due to insufficient clinical details. D9. Device returned to manufacture date added b3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-29930. D1. Brand name was erroneously entered on the initial manufacturer device report number 1220648-2025-29930. G1. Manufacturing site facility name was erroneously entered on the initial manufacturer device report number 1220648-2025-29930.